Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties, as the implantable pulse generator (ipg) was failing to retain a charge. The patient is doing great post operatively. The explanted device will not be returned as it was disposed per facility policy.